Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to the reported failure to deploy the needles may include, but are not limited to, change position of device during deployment, device orientation, over insertion of the device. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D9 - device available for evaluation: update from yes to no.

Event description:
The date of procedure will be estimated as (B)(6) 2024. It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostar device after a thoracic endovascular aortic repair interventional procedure. Reportedly, needle position missed the intended opening on the device with two prostar devices. A cut-down with surgical suturing were performed to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostar device after a thoracic endovascular aortic repair interventional procedure. Reportedly, needle at the 10-o-clock position missed the intended opening on the device with two prostar devices. A cut-down with surgical suturing were performed to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The date of procedure will be estimated as (B)(6) 2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostar referenced in b5 is filed under a separate medwatch report number.